Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).

Event description:
The user reported a system delay in response with the acuson sc2000. This occurred during a stress echo exam. The patient was transferred to a different system to complete the stress echo. There was a 10 minute delay reported. There was no injury.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause was due to a problem with the control panel dgc slider controls not responding. This affected the dynamic gain control throughout the depth of the image. Supplier part failure investigation discovered the ribbon cable connection to the control panel had been taped together. This was caused by the operator or service technician reconnecting the ribbon cable after the control panel top bezel was lifted with tape. This is not a design defect of the control panel. The issue was resolved by replacing the control panel. The system is fully functional. Siemens will continue to track and monitor for trending purposes. Reference #(B)(4).